Event description:
No additional event information is available.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number: (B)(4). This report is being filed to relay additional information. The device history record and previous repair record for zimmer skin graft mesher serial number:(B)(6) were reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with the device. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. The reported event was confirmed by the service technician who performed the evaluation and repair. On 17 june 2019, it was reported that a mesher was producing an incomplete mesh. The customer returned a zimmer skin graft mesher serial number: (B)(6) for evaluation as well as 1:1 cutter serial number: (B)(6) and 2:1 cutter serial number: (B)(6) for evaluation. Evaluation of the device on 2 may 2012 noted that the device was within calibration specifications and found to have visible damage to the gear. Review of the two returned cutters found that both cutters needed the collar and gears replaced. After the components were replaced though, both still did not produce a passing test mesh. Repair of the mesher occurred the same day and involved the device being dissassembled and cleaned, the damaged gear being replaced, and then reassembled and calibrated. The technician then tested and verified that the mesher was functioning as intended, then returned the device and the cutters to the customer without further incident. The device and cutters were tested, inspected, and serviced. Based on the information provided, the cause of the device producing an incomplete mesh was due to previously deemed ineffective cutters continuing to be used to cut graft. During evaluation of the device, it was found that the mesher was able to produce a passing test mesh, but the two returned cutters produced incomplete meshes. Upon further review of the cutters, it was found that both had been previously deemed ineffective and non-repairable. The instructions for use for the zimmer skin graft mesher (zimmer skin graft mesher instruction manual) damaged cutter may result in a less than optimal mesh pattern and cause further damage to the mesher. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Manufacturer narrative:
The event recorded by zimmer biomet under (B)(4). Customer has indicated that product is in the process of being returned to zimmer biomet for investigation. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that the skin graft mesher was getting incomplete mesh on previously recovered cadaveric donor skin. No patient involvement. No adverse events were reported as a result of this malfunction.